Manufacturer narrative:
A patient experienced severe pain at the scs ipg pocket site was reported to abbott. As a result, the patient's ipg was explanted, replaced, and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing severe pain at the scs ipg pocket site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.